Manufacturer narrative:
Batch review performed on 12 december 2023: lot 2301799: (B)(4) items manufactured and released on 20-apr-2023. Expiration date: 2028-03-28. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had signs of an infection and the pathogen is unknown. At about 1 month and 10 days post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.